Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device caused an allergic reaction/infection in the patient. The patient was hospitalized until the hospital decided what the next steps would be. This device remains implanted and in service. No additional adverse patient effects were reported. A good faith effort was submitted to obtain further information as to whether any additional intervention was performed; however, no response was provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was suspected to have caused an allergic reaction/infection in the patient. Currently, the patient has been hospitalized until the hospital decides next steps. This device remains implanted and in service. No additional adverse patient effects were reported. Despite good faith efforts to obtain further information regarding this event, no additional information has been provided from the field.